Event description:
It was reported by the customer that a pyxis medstation es system was stuck on update.a customer stated that there was a delay in the dispensing of medication.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station was in constant loop. A field service engineer reimaged the station to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.